Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the device was not returned, and the event was not confirmed. It was noted, however, that while the user was handling the device, sw1 leaked, which led to water invasion of the device, then abnormality of electronic parts occurred. As a result, error e315 occurred temporarily. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A third party evaluated the device and found wear on the switch 1 and angle wire. In addition, bending angle in up/left/right direction failure to meet standard and light guide lens crack were observed. The device will not be returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the colonovideoscope displayed ane315 (scope error). The issue occurred during preparation for use and there was no patient or procedure involvement.